Event description:
Patient had 2 endeavor sprint rx drug-eluting stents implanted in the 1st obtuse marginal artery. Approximately 13 months post index procedure the patient was reported to have suffered a non-st segment elevation myocardial infarction. The patient presented to the emergency room with substernal chest pain and taken to the cath lab where a previous stented obtuse marginal artery was shown to be stenotic and thrombotic. An EKG showed st depression consistent with acute ischemia. A balloon angioplasty was performed on the 1st obtuse marginal artery and the ostial circumflex. The patient was also reported to have experienced stent thrombosis in the 1st obtuse maginal artery. The patient underwent CABG surgical intervention to the lad and circumflex arteries. Patient was also noted to have a severe skin rash after prepping and administration of ancef medication. 4 days following admittance to the ER for chest pain the patient died. Cause of death was cardiac arrest. The patient's blood pressure dropped and the patient experienced agitation, confusion and hypotension. Advanced cardiac life support was initiated and a lucas device was placed. Patient died. The investigator reports that the events had a definite relation to the study device. (Ref MFR # 9612164-2011-01590 and 9612164-2011-01591).

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (death, mi, stent thrombosis, revascularization). (B)(4).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (blood loss). (B)(4).

Manufacturer narrative:
Correction: implant date was reported to be (B)(4)-2010 instead of (B)(4)-2010 as previously reported.

Event description:
Additional information received and the educate clinical events committee adjudicated that the previously reported mi event occurred approximately 13 months post index procedure. A gi bleed event was also deemed to have occurred 13 months post index procedure. The patient was reported to be on dapt at time of event and was treated with a transfusion.